Event description:
The patient reported that her heart rate has increased from 72 to 80 beats per minute post electromyogram (emg). She has experienced shortness of breath and was questioning if the emg may have affected the pacemaker function. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.